Event description:
It was reported that during a da vinci adrenalectomy procedure the surgical staff encountered error codes 23002 and 23008. An error code 23002 indicates that the encoder found the joint went beyond the mechanical limit and a bad home position or a bad encoder or broken hard stop may be the cause. An error code 23008 indicates the potentiometer and encoder are not in agreement on the position of the arm and could be caused by either sensor being faulty, or by the circuitry and wiring that carry the sensor signals to the system control processor (scp) board. Approximately 30 minutes into the procedure, due to the reported issues, the surgeon made the decision to convert the da vinci adrenalectomy to traditional open surgical techniques. On 12/06/2013, an engineer repaired the system by replacing the left master tool manipulator (mtml). The engineer tested the system and verified that the system was ready for use. The patient did not experience any intra-operative complications during the da vinci surgical procedure or open surgical procedure. At an unspecified time post-operatively on (B)(6) 2013, the patient experienced hemorrhagic shock in relation to bleeding from unspecified tissue. The patient underwent an open surgical procedure to stop the bleeding. The surgeon did not believe the da vinci system, any instruments, or accessories caused or contributed to the patient's injury. The patient was discharged from the hospital on (B)(6) 2013.

Manufacturer narrative:
The mtml was returned to isi for failure analysis investigation. Engineering was able to replicate the customer reported errors codes 23002 and 23008 on axis 8 when driving the mtm in normal mode. The fault occurred when the gimbal grip handle was rotated through its range of motion in both clockwise and counter-clockwise directions. The grip handle was removed and visually inspected. Engineering was able to make the grip counts for the encoder sensor to drop to zero (grip count in the open position should read between 1800 and 2400); however, it was not determined what was contributing to the fault occurring. This complaint is being reported due to the following conclusion: the surgeon made the decision to convert the da vinci adrenalectomy to open surgical techniques after encountering recoverable system error codes.